Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed a cs 88 watchdog alarm on 24-jul-2019. The pump was not resumed by the user. Testing for the call service alarm issue was not able to be adequately investigated. Further testing was unable to be performed due to internal moisture on printed circuit board components. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.